Manufacturer narrative:
Concomitant product UDI for cylinder is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegations cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the cylinders were not filling. A computed tomography (CT) scan was performed and showed abnormalities in both cylinders. The left cylinder demonstrated a 1.3 cm break suggestive of component fracture, along with inflammatory changes in the left corpus cavernosum and a small air bubble. The right cylinder appeared bent with a possible wall defect and an air bubble at the site of the bend. No cylinder distension was observed after activation, and asymmetry in the proximal position of the cylinders was noted, with the left positioned approximately 3 cm more posterior. The patient subsequently underwent surgery, during which one of the cylinders was confirmed to have burst. All components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the cylinders were not filling. A computed tomography (CT) scan was performed and showed abnormalities in both cylinders. The left cylinder demonstrated a 1.3 cm break suggestive of component fracture, along with inflammatory changes in the left corpus cavernosum and a small air bubble. The right cylinder appeared bent with a possible wall defect and an air bubble at the site of the bend. No cylinder distension was observed after activation, and asymmetry in the proximal position of the cylinders was noted, with the left positioned approximately 3 cm more posterior. The patient subsequently underwent surgery, during which one of the cylinders was confirmed to have burst. All components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem.correction to field c2/d10: concomitant product/therapy.model number/catalog number: 72404262,batch/lot number: cxr preconnect ms 14cm ps iz,model/catalog description: cxr preconnect ms 14cm ps iz,unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404156,batch/lot number: 1100027929,model/catalog description: reservoir 100 ml pc/iz,unique identifier (UDI) #: (B)(4). Concomitant product UDI for cylinder is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegations cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the events of length too short, air in system/component, hole/perforated, inflation issue, mechanical issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the cylinders were not filling. Medical imaging was performed, and the patient underwent a surgical procedure, in which it was noted that one of the cylinders had burst. All components were removed and replaced, and no patient complications were reported.